Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of trip wire break. Block h10: investigation results: the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation noted that the trip wire was not secured in the handle slot, but the slack was correctly taken up. It was noted that the trip wire was not broken, instead it was observed that the suture thread was broken. All the bands were attached on the ligator head with some bands overlapped and moved out from their original positions. The ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event of "wire was fractured" was confirmed. Although the trip wire was not broken, the suture thread was broken and this could have been what the customer perceived as the reported event. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured. This can cause the trip wire to slip through the handle assembly and affect the bands deployment activity. Additionally, the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device, and this could have affected the bands deployment activity and caused the break of the suture thread. Therefore, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, when attempting band deployment, the "wire was fractured". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. The device was returned. Additional information received on october 9, 2021: it was reported that there was no difficulty experienced in setting up the device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, when attempting band deployment, the "wire was fractured". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.